Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called stating he has been getting multiple sensor errors for the last day and a half. This is unique to this box of sensors. His blood glucose is 43 mg/dl. He stated it was low because he was not alarmed by his sensor. He has treated by eating. He declined trouble shooting for low blood glucose. The transmitter passed the test plug procedure. Customer was advised the transmitter is functioning properly.